Manufacturer narrative:
The analysis of the product did show that head of the handpiece had dents around the backcap. This caused the backcap button to stick in. This again causes abnormal friction between the parts assembled in the head and causes finally that the head heats up. The user instruction requires a visual and functional test prior to each treatment to make sure that the handpiece runs within specifications. Exemption number (B)(4), kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4).

Event description:
During a standard treatment, a dental handpiece got hot and burned the patient on the upper lip to the size of the backcap. Patient was prescribed ointment xylocaine and silvedene.